Event description:
Technical services received a call on 10/24/12. Caller reported this ra lead implanted yesterday. Caller performed pre-discharge check this a.m. No sensing and intermittent capture at max output in unipolar and bipolar, retrograde p-waves in right atrium. No symptoms. Physician was dr. (B)(6) at (B)(6) hospital in (B)(6). Lead will be repositioned on (B)(6) 2012 with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).